Manufacturer narrative:
(B)(4). D10: concomitant medical products: 42536006702 - tibial component - 66165461; 42522400516 - articular surface - 64822284; 42540200032 - patella - 66440087; 5036963 - palacos cement - 68331243. H6: component code: mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a clinical study that the patient experienced severe knee pain requiring non-narcotic pain medication approximately 1 year following a right total knee arthroplasty. At the follow-up evaluation, the implants remained intact, the patient reported overall satisfaction, and no additional knee complications were reported. Attempts have been made and no further information has been provided.